Manufacturer narrative:
The author is the treating physician and has confirmed that the cases in which there was leakage did not (to date) result in any clinically significant adverse outcome for these pts. Cause of the leakage cannot be determined at this time. Cement leakage is known to be an inherent risk of the procedure.

Event description:
Regulatory compliance dept was made aware of an article regarding the leakage of high viscosity cement during vertebroplasty. The article compared confidence with kyphoplasty made by medtronic spine. A total of 40 pts (39 female/9 male) were treated with confidence. The article reported that 92% of confidence pts had no to mild leakage. Six percent (6%) listed with moderate leakage and 2% defined with severe leakage. Follow up with the author confirmed that there were no clinically significant pts' outcomes as a result of these events to date. As an event of this nature could result in the need for surgical intervention were it to recur an MDR is being filed.